Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed as the implant was in proximity of the ian (nerve). Anxiety was also reported. Procedure was completed using another device. Tooth #19.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One (1) impl tapered scr-v ha 3.7 mm 3.5mm 10mm (tsvh10) was returned for investigation. Visual evaluation of the as returned product identified the implant with no apparent malfunction that would contribute to the event. Implant was measured with caliper cal1831 due date (sep 2, 2022) and matched drawings. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 19 (universal) and was placed and removed on the same day. The customer did provide one (1) x-ray. However, due to low quality of the x-ray, and the information provided the event is non-verifiable. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. DHR review: DHR review was completed for the subject lot number (63767170). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot number was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63767170) for similar events and no other complaint was identified. Review completed utilizing keywords: medical other. Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event (medical other) or product (tsvh10). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur and the reported event was non-verifiable, with the information provided.